Manufacturer narrative:
UDI information, date of event are unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature would not stabilize. No patient injury or clinical affects was reported. No additional information is available for this complaint.

Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(4). One device was received. Per visual inspection, cracked front cover and enclosure on the top left, water tank cover was scratched, pole clamp discolored, quick connect corroded. Per functional testing, after running the device for a half hour there were two (2) problems. One was the pump was not circulating and the second was the line cord would not pass the ground bond test. Together they were making the temperature unstable. The complaint was confirmed. The root cause was a faulty pump and line cord. It was unknown what caused these to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump, enclosure, water tank cover, line cord, membrane switch, quick connect, pole clamp, plate clip, front cover, reflux plug. Performed preventative maintenance (pm), changed o-rings and reservoir gasket. The device passed all functional and delivery tests.